Manufacturer narrative:
(B)(4). Date sent: 2/7/2024 d4: batch # 669c11 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received fully fired with some b-formed staples and the swing tab in the locked position. In addition, damage was noted on the channel area of the reload on the distal end. The device was tested for functionality with a test reload and it fired, cut, and formed all staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and the reload was received fully fired. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife during device firing, prior to reloading the device, clean in sterile solution and then wipe the anvil and reload channel to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 669c11, and no non-conformances were identified.

Event description:
It was reported that during a hand assist right colectomy, the tlc75 fired correctly for the first firing. The tech placed a second reload in the stapler and when the surgeon went to fire the device would fire half way and then not complete. The surgeon removed the device and the tech opened a second tlc75 and completed the firing. The tech again replaced the reload with a new reload, and the second stapler would not fire. The surgeon completed the anastomosis with a (B)(6) and over sewed the staple line. The procedure was completed with a new stapler without patient harm.